Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks due to t-wave oversensing. Testing of the system noted oversensing in all three vectors and an x-ray taken showed the electrode had moved from its original implant position. The s-ICD system was reprogrammed to the alternate vector and remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received additional information that surgical intervention was performed and the electrode was repositioned. No oversensing was observed afterwards and the electrode remains in service. No additional adverse patient effects were reported.